Event description:
The customer reported that she did remove the reservoir from the insulin pump and there was no insulin in the reservoir. The customer stated that the reservoir compartment smells like insulin, and insulin was leaking into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.